Manufacturer narrative:
Reported event: an event regarding a failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 256 found quality inspection procedures successfully passed. -complaint history: a review of the DHR associated with rio 256 found quality inspection procedures successfully passed. Conclusion: the session data from the case was reviewed. An analysis of the acetabular registrations were completed. Based on this analysis, the patient landmarks were not accurately chosen to represent the CT landmarks. In addition, insufficient registration points were taken on the superior rim and anterior acetabulum. This combination contributed to the overall registration error. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Dr. (B)(6) attempted numerous times to successfully register the acetabulum with no success. Landmarks were re-planned and re-captured etc. Note the patient had a very dysplastic acetabulum. Marchand ended up proceeding entirely manual with reaming and impaction. The session files are in the complaints shared folder under: (B)(6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Dr. (B)(6) attempted numerous times to successfully register the acetabulum with no success. Landmarks were re-planned and re-captured etc. Note the patient had a very dysplastic acetabulum. (B)(6) ended up proceeding entirely manual with reaming and impaction. The session files are in the complaints shared folder under: (B)(6) 2017. (B)(6) hip failed registration.